Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: the display screen was dim and discolored. The battery compartment was cracked from the bumper to the seal. The keypad was damaged and detached from the pump, with contamination present on the up, down and ok button. The contrast button contact was missing from the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored, the battery compartment was cracked, and contamination was present on the button contacts. This report is made based on results of investigation completed on (B)(6)2015.